Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level. Customer was instructed in proper loading technique, advised placing pump into storage mode, and to switch to multiple daily injections as backup therapy, while technical support arranged shipment of replacement pump.